Event description:
According to the available information when the nurse was inserting a folysil catheter the balloon was punctured.

Manufacturer narrative:
B3: estimated date. After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9351902 with the same defect. We received documentary investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed one non-conformity and a monitoring corrective and preventive action possibly in relation to the described defect. The trending for balloon bursting on folysil catheters is specifically monitored. A similar case study was performed based on same item number ha6118 and same defect [balloon pierced or burst] over last four years: 11 similar cases were found. A risk management file evaluation was performed and concluded that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.